Event description:
It was reported via user facility medwatch report that "the pt was admitted over six years ago with multiple fractures and underwent implantation of the inferior vena cava (ivc) filter. The pt was referred back to this facility when it was noted that the ivc filter was fractured after cardiac ablation. Upon removal of the ivc filter, there were six legs and one arm present and one filter leg was missing the foot. Fluoroscopy demonstrated filter arms in the right upper, right middle, right lower and left lower lung zones and in the floor of the right ventricle. The right middle lung zone arm was retrieved. Efforts to identify remaining pulmonary artery fragments where hampered by the inability to inject contrast. Post filter removal cavagram demonstrated a normal ivc. The pt agreed to return for add'l attempts at fragment removal with premedication for her contrast allergy. Pt subsequently followed-up with a CT surgeon at outside facility."

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter has not been returned to the MFR for eval to date. This event coincides with user facility medwatch report (B)(4). The investigation is currently underway.